Event description:
It was reported that a thrombus, cardiac perforation, and a kink occurred. A left atrial appendage (laa) closure procedure was performed following a pulmonary vein isolation (pvi). The transseptal crossing was performed for the pvi and used for the watchman procedure. The physician deployed the first 35mm watchman laa closure device & delivery system (wds) using a double curve watchman access system (was). During the positioning of the closure device, a distal kink was noted in the was. The device was fully recaptured and an anterior curve was was used to proceed. During placement of the anterior was in the laa, a distal kink was noted once more and the physician continued with deployment of a second 35mm closure device without exchanging the sheath. After failing to position the second 35mm device successfully, the physician decided to fully recapture the device and re-cross the septum at a different location. The physician retracted the sheaths to the right atrium and a damage to the septum was revealed on transesophageal echocardiography (tee) that was described as a tear in muscle tissue directly adjacent to the septum. The physician was unsure if the injury occurred during the procedure as a non-bsc sheath was used to cross the septum for the pvi portion of the procedure. The patients blood pressure fluctuated and was controlled by medications given by anesthesia. Furthermore, tee revealed no evidence of pericardial effusion and the re-crossing of the atrial septum was uneventful and successful. A second anterior curve was was used with a 31mm watchman closure device to successfully complete the procedure. The patient's activated clotting time (act) was 363 seconds. Additionally, a right atrial thrombus was noted on tee during the procedure, so heparin was administered. The physician was aware and proceeded cautiously. The sheaths were aspirated and flushed appropriately to reduce risk of thrombus traveling to left atrium. There was no increase in effusion post procedure and the patient remained stable. The patient was discharged the following day without requiring intervention.